Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced ulceration at the processor site that was treated with topical antibiotics and the safety line clip was moved. The implant remains in-situ.